Event description:
Patient states one of her pumps has been "acting up" for 3 weeks now. At this time it was alarming "no disposable, pump won't run" but patient is not sure if that is what was alarming every time. (B)(4). Product fault occured while patient was using pump. No clinical injury reported. Pump will be returned for investigation and a replacement will be sent. No other information provided. Dose or amount: 24ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to current. (B)(4).